Event description:
It was reported that the customer had a button error alarm on the insulin pu mp. The customer's blood glucose level was 211 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. It was unable to perform rewind, basic occlusion, and occlusion test, prime, excessive no delivery and displacement test due to button keypad anomaly. Unit received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.